Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 600 mg/dl. Reportedly, the contact believed a temporary rate had been set; however, tandem technical support verified that there had not been a temporary rate set. Customer had eaten several times, and reportedly the customer had not entered in bg level when requesting a correction bolus. In addition, customer had been ill for approximately one week. During troubleshooting with tandem technical support, it was noted the pump time was inaccurate. Reportedly, the customer was unsure how the pump time became inaccurate; however, may have occurred when adjusting the pump time for daylight savings. Customer addressed elevated bg levels with manual injections.